Event description:
It was reported that during use of right ventricular (rv) lead the patient experienced arrhythmia, pre-syncope, and dizziness. It was also reported physician indicated rv lead no capture, high impedance and patient bradycardia symptoms as a result. Re-programming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.